Manufacturer narrative:
An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation of the subject stretcher. The reported issue was confirmed and the leg assembly was replaced and the stretcher was returned to service.

Event description:
It was reported while conducting an emergency transfer the lower leg casting on the stretcher broke. The patient was transferred to another stretcher to complete the transport and no injury or adverse effects were reported as a result of the issue.

Event description:
It was reported while conducting an emergency transfer the lower leg casting on the stretcher broke. The patient was transferred to another stretcher to complete the transport and no injury or adverse effects were reported as a result of the issue.